Event description:
Reporter initially stated, the infusion device displayed an e8 power interrupt error. No physiological effects were reported. The infusion device was received by the first level investigation unit, and it was found a button is defective and the error message could not be cleared. The infusion device was sent to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 errors were found in the history, and the up button is always active. Due to an external mechanical influence, the snap dome of this button is pressed through. This source led to an always activated up button, and it is not possible to confirm the e8 (power interrupt) error messages.